Event description:
It was reported that during device change out procedure due to normal elective replacement indicator, lead abrasion damage was observed. Patient had no adverse events due to the lead abrasion. Lead was explanted and a new lead was implanted. Upon lead explant, externalized conductors were observed on the lead. Patient was stable.

Manufacturer narrative:
A partial lead was returned in nine pieces with the connection portion measuring 11.0 cm, middle piece measuring 10.8 cm, stretched shock coil piece measuring 42.0 cm, middle piece measuring 6.0 cm, an inner coil measuring 6.0 cm, three cables measuring 6.0 cm, an insulation piece measuring 12.3 cm, middle piece measuring 29.6 cm and a distal piece measuring 9.7 cm. An external insulation abrasion breaching unknown cables lumen due to friction to another device or feature of the heart was noted at 5.5 cm to 6.0 cm. The other damage found was sustained during the surgical procedure.